Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the patient's non-boston scientific right atrial (ra) lead, measuring greater than 2000 ohms. In addition, the device had recorded pacemaker mediated tachycardia (pmt) episodes. It was noted there was no noise and the physician suspected a connection issue. Boston scientific technical services (ts) discussed the intermittent high impedances could be due to a spring contact issue in the device header, and recommended reprogramming the lead to unipolar pacing and bipolar sensing. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.